Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient passed out when their device went into backup mode with pacing and sensing inhibited and defibrillation therapy disabled. The device was explanted and replaced.